Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but could confirm the device has scratches and the plastic part is missing, rendering the device inoperable. The device shows signs of extensive use. A functional evaluation was performed on the associated device. The reported issue is confirmed the sliding locking mechanism is free-moving and will not lock into place which may cause malfunction a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an inspection, it was noticed that spring mechanism of a femoral implant impactor was not functioning. No case involved.